Manufacturer narrative:
The reported event of "the thermogard xp ivtm system ((B)(4)) started to work in run mode without the "air trap" being installed in the air trap holder and the system didn't generate air trap warning message or error code while removing the air trap" was confirmed during the functional testing. The root cause for the reported issue was due to defective air trap block. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system functioned out of specification during the functional test. The ivtm system performed in run mode without the "air trap" being installed in the air trap holder and when the air trap was removed, the ivtm system continue to be in run mode without generating alarm or error. The air trap block was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault.

Event description:
The thermogard xp ivtm system was installed at the customer site and during setup, the thermogard xp ivtm system ((B)(4)) started to work in run mode without the "air trap" being installed in the air trap holder. The same issue repeated after restarting the ivtm system. Also, the system didn't generate air trap warning message or error code while removing the air trap. No patient involvement.